Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device with reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with two proglide devices after a percutaneous coronary interventional procedure using a 14f sheath. Reportedly, cuff misses [suture retrieval issues] occurred with both devices. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with two proglide devices after a percutaneous coronary interventional procedure using a 14f sheath. It should be noted that the proglide instructions for use (IFU): for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the absence of using the pre-close technique or two devices to achieve hemostasis would not have contributed to the reported needle cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.